Event description:
The customer reported that while patients were being monitored on the panorama central station with ambulatory telepacks, the wireless transceiver (tim) stopped functioning, causing the central station to lose connectivitiy to the patient devices. No patient injury was reported.

Manufacturer narrative:
The company service representative replaced the power supply in the wireless transceiver. The system was tested to factory specifications. It functioned normally and was returned to use.